Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump did not detect the cartridge and a new cartridge was loaded to resume insulin delivery. There was no reported impact to customer's blood glucose.